Event description:
New information received notes that fracture was observed on the lead. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that programming modifications were performed on the lead following a follow-up on (B)(6) 2017. It was noted that the patient wore a lifevest while waiting for lead revision procedure. On (B)(6) 2018 the lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Internal insulation abrasion under the svc shock coil was noted at 17.0-0.1cm from the distal tip. The etfe coating was abraded at this same location. This is consistent with the observation from the field of inappropriate atp due to oversensing.

Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient received inappropriate atp therapy due to oversensing. The lead remains implanted. No further information was available.

Event description:
New information received notes that oversensing has continued to be observed on the right ventricular lead; no other electrical anomalies were observed as a result of the oversensing. The patient was asymptomatic. The lead remains implanted. The patient would continue to be monitored.